Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The reported issue was confirmed in provided device's logs. Moreover, evaluation of device's logs revealed that also technical error indicating error in the internal memory was generated. According to the information received in the service report restart of the device resolved the issues. The ventilator passed all functional and safety tests and was cleared for clinical use. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to software. The UDI information is not available since the device was manufactured before 2015.